Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had frozen screen. The customer blood glucose level was unknown. Customer was declined to troubleshooting. Customer stated that the buttons are acting and not registering or hold. The device will not be returned for analysis.